Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "the pt received a trident acetabular system." It was further alleged that, "after implantation the pt began experiencing significant pain and discomfort in the area of the hip."

Manufacturer narrative:
The information on this per was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. As per information received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up information may be obtained by the legal affairs as it becomes available. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.